Event description:
Covidien reported info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device. The device was upgraded from 9.4 to 10.4 graphical user interface (gui) display. The unit passed extended self-testing.